Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the leading haptic came out in "s" configuration. It was not used. Based on the additional information received, the lens was not used because it did not meet quality expectations, as the leading haptic was in an "s" configuration. A company-provided backup lens of the same model and diopter was used to complete the surgery. The affected product was disposed of.

Manufacturer narrative:
The product was not returned for analysis; it was discarded. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).